Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot gd883942 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized same day. On (B)(6) 2011, the patient was discharged from the hospital. Treatment was not reported. The nurse stated the outcome of the event was unknown. Dianeal and extraneal therapies were ongoing. The nurse stated the peritonitis was not related to dianeal and extraneal therapies. Further information was obtained from the pd nurse. The event of peritonitis was culture positive for (B)(6). On an unreported date, the patient was recovered from the event.